Event description:
Pacemaker has a much shorter battery longevity than would be expected. Battery life remaining 1.5-1.75 years. Implanted (B)(6) 2008. Paces 16% in atrium and less than 1% in ventricle. Both outputs at 2.0 v.